Event description:
The customer described a situation which the system failed to display an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.